Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose, and she was treated with an insulin drip. The blood glucose reading at time of call was 173mg/dl. The customer experienced nausea, vomiting, excessive thirst and urination, ketones, and a fruity breath. Troubleshooting was performed. Assisted the customer to run a manual prime test and the insulin did exit. After receiving the tubing clamp the customer called back to perform the high pressure test and the device alarmed motor error twice. The customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Motor error alarms during occlusion test due to faulty force sensor. Unable to perform prime, basic occlusion and no delivery tests due to motor error alarms during occlusion test.